Manufacturer narrative:
Follow-up #1; date of submission: 05/07/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: cs-006 and 007 'call service alarms', which can be related to memory failures, were observed in the black box data. The pump history data could not be successfully downloaded. A cs-069 'call service alarm', which is indicative of language file corruption, was observed during the investigation; this alarm could not be successfully cleared by rebooting the pump. The language files could not be successfully reloaded. The reported issue was directly caused by an electrically erasable programmable read-only memory (eeprom) failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a cs-069 ¿call service alarm¿ occurred while the user was performing a random function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.